Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. The patient experienced vomiting and diarrhea which were related to the past medical history of gastroparesis. The patient experienced peritonitis due to the gastroparesis and cross contamination. The patient experienced pain due to peritonitis and was hospitalized on the same day for the event. Treatment for pain included unspecified pain medicine (dose, frequency, and route unknown). Treatments for peritonitis included vancomycin ip, 1 dose every 5days for 10 days (dose unknown) and cefepime 2gm daily for 21 days ip. The pd catheter was not removed or replaced. The patient was not retrained on proper aseptic technique. The patient recovered from pain and was discharged from the hospital. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted for the potentially associated lot number h12i19072 and h12k20093. There were no exceptions were observed that were related to the reported condition. The problem could not be confirmed and the cause could not be determined.

Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional relevant information become available, a follow-up report will be submitted.